Event description:
It was reported that the customer was hospitalized due to high blood glucose. It was stated that the customer was vomiting, nausea, and confused. Attempted to troubleshoot, but the insulin pump kept alarming no delivery when the reservoir has less than 40.0 units. It was stated that the customer tried to disconnect at the quick release, but the adhesive patch and cannula were still on the customer's body. It was stated that the customer was on an insulin drip at time of call. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no prod has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.